Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. Pas noted it was difficult to confirm if the samples were mishandled as they were not retested. Ts relayed pas's review to customer. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer questioned some samples tested on sars-cov-2 tma run wl (B)(6), using assay lot 287425 on panther instrument sn (B)(4). Customer noted they tested 220 samples, and 59 were positive (rate of positivity = 27%), which was normal for their site. 9 samples coming from a single site were all positive, so customer questioned their validity. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.